Event description:
Additional info received from the reporter on 06/05/2014: I had a full hysto on (B)(6), was able to keep ovaries. I have ptsd over the extreme unnecessary hysto that I had , I am still struggling to lose weight. This product should not be allowed to be on the market it's a danger! I will forever hold bayer accountable for what happened to me and 8000+ women on (B)(4) essure problems and those are the ones who have spoke up. This could have all been avoided w truth. Im in disgust that all bayer cares about is the knowing it was a danger making essure under a preexemption cause they knew from the ghecko that its a danger .

Event description:
Additional info received from the reporter on (B)(4) 2014: had a full hysterectomy to remove the essure coils , they ruined almost 3 years of my life! I have ptsd and see my scars as a daily reminder that I was slowly being killed. So many cases coming to light about women getting cancer. I will forever be worried and scared for my life. Bayer took my health and my womanhood from me. I have the essure coils in my possession. I hope that bayer pays! Thanks for ruining me and making me less of a women all the thousands of uterus and cervix and tubes that we were all robbed of. Sad ! I still have fibromyalgia and some inflammation like so many women even after removal we are not test rats in a lab we are humans !! I will never be the same and I still cannot loose the weight we think the pet fibers contents caused that and the cancer cases. Nice to know its same material as the recalled pelvic mesh you see all over the news recalled faulty!

Event description:
Additional info received from the reporter on (B)(6) 2014: (B)(6)had to have a full hysto ! Bayer needs to be held accountable for harming me by letting a unsafe medical device be used on humans. This is so unjust. Corrupt. #bayer #liars #cause major health isses # resulting in losing my femine parts!!!

Event description:
I had essure as birth control was told the new way safer than tubals and wanted my tubes tied, I have had pain since day of the implants thinking it was new and give time , also started with other health issues soon after all documented at my doctors office. I was diagnosed with fibromalasia! I have migraine headaches , numb hands feet swelling hands feet, memory loss hair loss , weight gain no matter what diet exercise I try weight wont budge, periods are not normal huge clots pass , severe all over body aches swelling of joints, painful intercourse! To name the worst ones new ones seem to keep developing like rashes for no reason .